Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was not known. As a result of the low bg, the customer lost consciousness and received third party assistance from paramedics, who provided intravenous therapy (IV) and glucose to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.